Event description:
The customer reports that there are fluctuations in the ventilator pressures and an inability to maintain pressure in testing. The ventilator did alarm however no error code activated on the device. The event occurred during pre-clinical testing and clinical use. After the incident occurred the device was removed from clinical use and a different ventilator was utilized. No pertinent info regarding the pt was provided. The customer reports that there was no injury or harm to the pt. This event did not result in a delay in treatment. It is reported that a performance verification was completed prior to the device being placed into clinical use. If the device failed it was not to be used.

Manufacturer narrative:
The MFR is working with the dist and clinician to verify the cause of the failure. There is no service history for this device on file. There is no service history for this device on file. The probable cause for the reported failure is failure to properly maintain the device. It is known that the check valves (duckbills) will degrade over time and are to be replaced every two-years or sooner as needed. A follow-up submission will be provided.